Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cutter could not be used due to an actuation failure during a procedure. The function of the aspiration was unknown. The procedure was completed after replacing the product. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. One open probe was received with a tip protector in bubble wrap for the report of unable to use; did not actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found conforming. Actuation testing was performed and found conforming. Cut testing was performed and found conforming. Aspiration testing was performed and found non-conforming. The probe sample was disassembled and the components inspected. There is approximately no/minimal wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the blockage. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and the test was found conforming. The initial aspiration test failed due to interference in the aspiration path and once the interference was removed the probe functioned properly. The complaint evaluation does not confirm the probe sample had an actuation issue as was reported. The sample was found functionally conforming for actuation. Unrelated to the reported event the sample evaluation found that the probe had an aspiration issue. The root cause for the aspiration issue is due to an interference in the aspiration path. How and when the interference was introduced cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe sample was functionally conforming for actuation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).